Event description:
It was reported to philips that the device was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information collected, the system malfunctioned during post processing of a procedure. The procedure was completed as planned. A philips field service engineer inspected the system on-site and identified a fuse f4 had blown in the power distribution unit (pdu) due to overvoltage in the hospital mains. If the fuse blows, the power cannot flow through the uninterruptible power supply (ups) into the system. The ups was also burnt out due to overvoltage. The fuse and ups 1 data integrity controller were replaced to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the azurion. Since the malfunction of an external power source would not be considered a device malfunction of the azurion, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.